Manufacturer narrative:
Correction: section d10, the correct concomitant medical products in 2017865-2026-02148 should have been unify assura, durata and tendril sdx, rather than unify assura, tendril and tendril.

Event description:
It was reported that high capture thresholds and out of range impendence were noted on the left ventricular (lv) lead. The chronic lv lead was capped on (B)(6) 2026, and a new lead was implanted. The patient was recovering.